Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor had belt communication faults and was intermittently unable to recognize the ECG electrode and therapy electrodes (te). The cause of the disruption in the communication is interference between the can transceiver component u409 and the can controller component u413. The cause for the interference is excessive solder at the r425 resistor. The cause of the excessive solder connections cannot be positively determined but is likely assembly error. No adverse event resulted from the disruption in communication. The patient received a replacement monitor.

Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) had belt communication faults. The last patient to use this monitor did not report any deficiencies.